Event description:
Info received indicates the brake will migrate out of the locked position. Brake not holding.

Manufacturer narrative:
The hill-rom field tech replaced the brake detent and adjusted the casters to repair the bed. Mod 373 is a field corrective action, which replaces the brake detent mechanism and adjusts all four casters of the affinity birthing bed. This failure occurred following the correction of this unit.